Event description:
Additional information from the manufacturer representative saw the physician who gave a date of surgery for the patient.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins). The patient got into a car accident last year, and since has been having a burning sensation. It was recommended to the patient from a company representative (rep) that the ins should be replaced, however, the surgeon refused to do so since it was still possible to turn the ins on/off.